Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results /method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received noted that the right ventricular lead was explanted and replaced on (B)(6) 2019 due to loss of capture. The patient was discharged post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, it was revealed that the right ventricular lead exhibited loss of capture. Xray noted that the right ventricular lead was dislodged. The patient is not device dependent. No interventions were made at this time. The patient was stable.